Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and low sensing was observed on the atrial lead. The patient will be monitored during their next follow-up. The patient was stable and experienced no adverse health consequences.